Event description:
Revision due to aseptic loosening.

Manufacturer narrative:
An event regarding loosening involving a tritanium shell was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned for investigation. -medical records received and evaluation: all records were reviewed by a consulting clinician who indicated insufficient information was provided to complete this medical assessment. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because insufficient patient medical records were provided for review. Additional information such as operative reports, surgical implant records, pre- and post-op xrays from index and revision surgeries, clinical notes and implant retrieval would be required for further review. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Revision due to aseptic loosening.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Hospital keeping for patient.